Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an audio tone/vibration (no sounds) issue. It was reported that there was an audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: during investigation, the pump powered on with a fully functional audible alert. The audible alarm measured within specifications. The pump cover was removed and no defects were found to the piezo circuit. The allegation of no sounds was not able to be duplicated during testing. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.